Manufacturer narrative:
(B)(4). Add'l catalog #: 1200-122, 1200-125, 1200-002, 1200-004, 1200-005, 1200-131. Add'l lot#: 13525-003, 13525-004, 11726-008, 14062-001, not recorded, 12597-3. (B)(4). Device not returned to (B)(4), unable to test. Cause for infection not able to recreate pre/intra/post operative environment conditions ex-perceived by this patient-thus, identify root cause of infection.

Event description:
Patient sustained patella fracture, physician in (B)(6) repaired using our compressor fracture repair implant system, on (B)(6) 2011. On (B)(6) 2011, physician in (B)(6), notified my office about patient having an infection at the surgical site (patella) requiring hardware removal, in order to resolve the infection. Operative removal and cleansing of site conducted on (B)(6) 2011.